Event description:
It was reported that the patient experienced some air in their patient line which occurred on the homechoice (hc) during initial drain. The technical service representative assisted the patient in ending therapy. The technical service representative advised the patient to start therapy over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.